Event description:
It was reported that the cartridge tip was noted to be frayed while inserting the intraocular lens (iol). Therefore, the incision was enlarged to avoid injury. The customer noted a damaged tip when inserting the cartridge into the unfolder, before the lens was rotated forward. There have been no negative consequences for the patient.

Manufacturer narrative:
(B)(6). (B)(4). Product inspection: the cartridge was observed with a heavy dent at the tip section. Stress marks were observed on both sides of the cartridge tube. Viscoelastic residues were observed inside the cartridge tube, loading zone and tip section. It appears that the cartridge was handled after it was opened from the package. In addition, the cartridges are placed in the inner tray which was designed to protect them for tip defects during the packaging and shipping. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event, date received by manufacturer: (B)(6) 2010. (B)(4). Further evaluation of this report determined that a corneal rupture occurred at the time of the event. All pertinent information available to the manufacturer has been submitted.